Event description:
Bone or cement was found on a patella trial in a loaner pan from manufacturer. The scrub technician caught this before it was placed on set-up, so there was no additional contamination. The need to flash sterilize the pan was done in two separate covered containers. No adverse outcome to patient. No photographs available of tray condition.